Event description:
Patient came into the office for a routine follow up and received an error message for excessive current drain. Recommended explant and return of the device. On (B)(6)2010, device was explanted on (B)(6)2010 and replaced with a cylos vr, (B)(4). This device was returned to us today.